Event description:
It was reported that an alarm, followed by multiple occlusion events, occurred. There was no adverse impact to the customer's blood glucose level. The customer resolved the issue by resuming insulin use, and frequent occlusion issues led technical support to request follow-up for additional assistance.